Event description:
A report was received that a patient underwent a revision procedure due to discomfort caused by the prominence of the clik anchor at the surgical scar. The anchor was adjusted due to the lack of fat around the patient's anchor site.

Manufacturer narrative:
(B)(4).